Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no visible issues with the phenom catheter. It was stated that the catheter was also replaced as this is more reliable for possible issues. The tip end of the stent appeared abnormal and looked different from what they usually see. For example, the tip appeared uneven, and some of the braided wires seem scattered or irregular.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured l eft internal carotid artery ophthalmic artery aneurysm at the ophthalmic segment with a max diameter of 4.2mm and a 3mm neck diameter. The landing zone was 3.2mm distally and 5.1mm proximally. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with 5mm diameter. The angiographic result post procedure was normal. It was reported that a neurointerventional was performed with implantation of a flow-diverting stent. Femoral artery puncture was p erformed, and with the assistance of a 0.035-inch guidewire and a 125 cm multipurpose angiographic catheter, the 8f guiding catheter successfully reached the common carotid artery. Then, the intermediate catheter reached the cavernous segment, and the phenom 27, guided by a 0.014-inch wire, was successfully delivered to the ipsilateral m1 segment. Based on 3d measurements, the ped flex-500-18 stent was selected. After thorough hydration with high-pressure normal saline, delivery of the stent to the ipsilateral m1 horizontal segment was smooth. The straight m1 segment of the middle cerebral artery was selected for distal stent deployment, but the stent¿s tip end could not be opened. Further deployment was attempted for almost 10 mm, but it still did not open. The stent was retrieved and redeployed, but the tip end still could not be opened. Continuing to deploy a longer distance, the mid-portion of the stent opened, but the tip end remained tightly closed. Various push-pull and tension adjustments were performed, which improved the mid-portion opening, but the tip end still could not be opened. After repeated retraction and redeployment, the tip end still would not open. Further deployment improved the mid-portion, but the tip end remained closed and appeared abnormal. After multiple adjustments, the tip end still could not be opened, and ultimately the entire device had to be withdrawn. A new stent catheter (xt27) and a new ped flex-500-18 stent were then used instead. The previous procedure was repeated, and this time there were no issues: the tip end opened smoothly, and subsequent deployment was successful. The operation was completed without complications. The problematic ped and phenom 27 were subsequently submitted for complaint handling. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were additional steps or other devices required to open the pipeline such as deploying a longer segment, waiting, push-pull manipulation, and overall increasing and decreasing tension. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a liquid embolic, coils, xinwei 0.014 inch),200cm guidewire, phenom27 150cm microcatheter, 6f 115 cm micro port x-track intermediate guide catheter, 8f 90cm guiding sheath.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis inside a sealed biohazard bag and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both ends of the braid were open and frayed. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were noted on the catheter hub. No other anomalies were observed. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was minimal and the pipeline was not positioned in a bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Additionally, no complaints were reported regarding the returned phenom 27 catheter. No issues were encountered during testing of the phenom 27 catheter, and no damage was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.